Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the patient went swimming, the pump became hot and while changing the battery it was noted that there was battery acid inside the battery compartment. The reporter stated that there was no damage to the battery compartment or battery cap and that the pump was working fine prior to the patient going swimming. The reporter noted that the pump will not power on now and the patient is on a back-up plan for insulin delivery. There is no reported adverse event associated with this complaint. This complaint is being reported because of the alleged temperature and power issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box recorded a sudden drop in battery voltage. The inside and outside of the pump showed no heat damage. Performed pump rewind, load, and prime with no loss of power and the pump did not get hot. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of power and the pump did not get hot. All current readings were within specifications. The battery cap threads were found to be stripped. The battery compartment was cracked and there corrosion in battery compartment.